Event description:
The caller stated that his wife's tube has a pilot balloon seam failure. The pt only inflates the tube's cuff at night for ventilation support. A non-routine replacement of the tube was required.

Manufacturer narrative:
The manufacturer has notified the FDA of the recall on 04/13/2010.